Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection in the pocket. There were exposed leads present and the implantable pulse generator (ipg) had moved several centimeters into the pectoral region. The implantable pulse generator (ipg) system was removed. The right ventricular (rv) lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.